Event description:
It was reported that the asymptomatic presented in the operating room for a scheduled atrial lead revision. The atrial lead had dislodged and exhibited increased capture threshold. The lead was explanted and replaced without any adverse events. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.